Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6f mynxgrip vascular closure device, when the tech attempted to shuttle the sealant through the sheath it would not advance entirely through the sheath. The mynx device was withdrawn and the user converted to manual pressure. Hemostasis was achieved within 30 minutes and the patient recovered. The patient¿s hospitalization was not extended as a result of the event. The device was prepped/inspected and inserted into the sheath into the patient in normal fashion. The balloon was inflated inside the patient and pulled back as per the IFU. The sealant was never inside the body. The device was used in a diagnostic heart catheterization procedure. The procedure used a retrograde approach. The patient¿s height was (B)(6). The deployer¿s training status was in training. The patient had no previous medical history. A 6f 11cm pinnacle sheath, and medtronic catheters were used in the procedure. The angle of access was 30-45 degrees. The type of vessel was arterial. The vessel type was arterial in the left common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the left common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The sealant was stuck to device components. The device storage temperature did not exceed 25 °c.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Ued# added.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6/7f mynxgrip vascular closure device (vcd), when the tech attempted to shuttle the sealant through the sheath it would not advance entirely through the sheath. The mynx device was withdrawn and the user converted to manual pressure. Hemostasis was achieved within 30 minutes and the patient recovered. The patient¿s hospitalization was not extended as a result of the event. The device was prepped/inspected and inserted into the sheath into the patient in a normal fashion. The balloon was inflated inside the patient and pulled back as per the IFU. The sealant was never inside the body. The device was used in a diagnostic heart catheterization procedure. The procedure used a retrograde approach. The patient¿s height was 5¿7¿. The deployer¿s training status was in-training. The patient had no previous medical history. A 6f 11cm competitor¿s sheath, and competitor¿s catheters were used in the procedure. The angle of access was 30-45 degrees. The type of vessel was arterial. The vessel type was arterial in the left common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the left common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The sealant was stuck to device components. The device storage temperature did not exceed 25 °c. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open as received. The sealant was found in the outer cartridge tubing, abutting the advancer tube¿s distal end. The sealant was soaked in blood, increased in profile as received. The outer cartridge hub was disassembled, and blood was observed inside of the proximal detent which indicated that blood was trapped in the outer cartridge tubing and forced proximally during the procedure. The procedure sheath was not returned with the device. Shuttle down procedure was simulated and resistance was felt. It was found that the sealant was hydrated, increased in profile which caused the resistance felt. The sealant was loosened up from the device components. The shuttle cartridge was advanced without any issue and advancer tube was found engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Blood was also observed all over the surface of the advancer tube subsequent to unsheathing. Visual inspection at high magnification found that portion of the mynx sealant proximal end was wedged between the advancer tube and the outer cartridge tubing. The condition of the returned device is consistent with the reported complaint and indicates that the sealant may have been prematurely hydrated and adhered to the catheter shaft and/or outer cartridge tubing, creating resistance and hindering device from shuttling down during the deployment. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. A device history record (DHR) review of lot f1831102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the investigation performed, handling factors most likely contributed to the issue as evidenced by the blood found trapped inside the outer cartridge tubing (confirming blood was being forced inside the shuttle cartridge) and the prematurely swelled sealant. However, since the sheath was not returned for analysis, it is unknown if the issue could be due to failure to open the procedural sheath stopcock. If the procedural sheath stopcock not opened and/or high tension was applied to the balloon during the shuttle deployment step, this can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.